Event description:
A report was received that a patient underwent a pocket revision due to migration of the ipg. The physician revised the patient's pocket site and the patient is reportedly doing well.